Event description:
Report received of a tubing disconnection after manipulation by the lpn. The customer contact indicated that the event was the result of an operator error. The nursing supervisor reported that a pump was programmed to deliver an unspecified hydration solution at an unspecified rate, via a peripheral venipuncture. During the night, the pump sounded an alarm for a distal occlusion that could not be cleared. The tubing set was reportedly disconnected from the IV site to check for patency. The tubing set was then reattached to the catheter hub but "was not locked down". The lpn increased the limit on the distal occlusion pressure of the pump and the infusion was restarted. Reportedly, the tubing then disconnected of blood loss. The therapy was continued using the same tubing set and pump until the next morning and at that time the pump and tubing were removed from clinical service. There was no reported adverse patient effect and no medical interventions were required. Though requested, no further information was available.